Event description:
Giving false positives and negatives after rechecking. 3 minutes means nothing when waiting for results. "Unreliable, can't use, pulled from shelves." The MFR called two times. Rptr was told by the drug store involved to send this report, copy provided to the drug store per rptr.